Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head broke/cracked while brushing- oral b power oral care refills [device breakage]. Case narrative: consumer via e-mail stated that the brush head broke while brushing. No injury was reported.